Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, it was difficult to insert the stylet into the lead. The lead was not used.